Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status bol. The device was implanted for 7 days and 55 charging cycles were recorded to the device memory. The inspection of the ICD memory revealed the presence of atrial oversensing in the ventricular channel on (B)(4) 2013, leading to several charging cycles that resulted in shock delivery. It is reasonable to assume that the oversensing of the atrial signal was caused by the ventricular lead dislodgement, mentioned in the clinical observation. At the same time the device performed an internal reset procedure after the application of an external high voltage to the ICD, consistent with the reported external defibrillation. However the reset routine could not be completed due to an inconsistent memory content in the memory array relevant for the reset routine. By design the ICD is protected against external defibrillation. However, considering the extremely high electrical fields as well as the individual circumstances, e.g., the placement of the defibrillation paddles, a damage to the ICD induced by the external defibrillation cannot be excluded completely. Since the external defibrillation the device did not carry out impedance measurements or automatic capacitor reformations. During electrical analysis the bradycardia therapy functions were normal and as expected. A manual shock test was started, however the device did not carry out a charging cycle. Next, the ICD was re-initialized, and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. Afibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The impedance measurement functions of the device were tested and proved to be flawless. In summary, the clinical observation resulted from the reported external defibrillation. After re-initialization the ICD was fully functional. No material or manufacturing deviation was noted.

Event description:
Ous MDR - seven days post implant it was reported that during the preoperative measurements of a lead revision due to dislodgement of the ventricular lead, impedance tests were not successful. The physician decided to implant a new ICD. No adverse patient side effects have been reported.